Event description:
It was reported, that the patient presented to the hospital for a scheduled device upgrade procedure. Prior to the procedure, it was noted, that the right atrial (ra) lead had failed to sense. And had dislodged from its intended location. Which was confirmed, via diagnostic imaging. The ra lead was explanted and replaced, during the device upgrade procedure. The patient was in stable condition throughout.